Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that following the final deployment of this transcatheter bioprosthetic valve, the valve moved from the annulus. The valve was repositioned with the use of a snare to above sinotubular junction (stj) and left implanted. A second valve was successfully implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record review was not performed, as the reported information did not indicate a potential manufacturing issue. Potential factors that can influence a pop-out include tension applied on the delivery catheter system during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels, among other issues; however, a root cause could not be established from the information available.